Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-03485. It was reported to boston scientific corporation that two wallflex biliary rx fully covered stent were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age unk; however over 18 years). According to the complainant, the stent was advanced to the common bile duct. Upon entry through the scope, the catheter was visibly kinked 90 degrees approximately 1cm proximal to the stent. The physician straightened the delivery system; however, attempts to deploy the stent were unsuccessful. The technician further attempted to deploy the stent; however, the internal push catheter popped out of the guidewire exit port inside the scope. This device was removed from the scope. A second wallflex biliary rx fully covered stent was then used with the same result. The procedure was completed with another manufacturer's devices. It was indicated this was a very difficult case and excessive force was required during advancement of the stent systems. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).